Manufacturer narrative:
(B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer reported that after the companion 2 driver was switched on, it exhibited a single compressor malfunction alarm and then a computer malfunction alarm. The customer also reported that after a system check was performed, the companion 2 driver passed all checkout procedures and there were no more compressor malfunction or computer alarms. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. Review of the patient data file revealed one single compressor malfunction alarm and two computer malfunction alarms, thus confirming the customer-reported issue. The customer-reported alarms could not be reproduced during investigation testing. However, further visual inspection of the left compressor, which was acting as primary at the time of the alarm, was found to have a rough spot in the compressor's counterweight that hindered rotation. It is unknown if this led to degraded performance causing the single compressor malfunction alarm. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The companion 2 driver was not supporting a patient. The customer reported that after the companion 2 driver was switched on, it exhibited a single compressor malfunction alarm and then a computer malfunction alarm. The customer also reported that after a system check was performed, the companion 2 driver passed all checkout procedures and there were no more compressor malfunction or computer alarms.